Manufacturer narrative:
(B)(4). Therapy dates: (B)(6) 2016 (17:55): ck-mb=9.1 ng/ml, normal upper limit 6.3; (B)(6) 2016 (06:04): ck=331 u/l, normal upper limit 397; (B)(6) 2016 (06:04): ck-mb=7.6 ng/ml, normal upper limit 6.3. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters nc trek rx instructions for use as a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that the procedure was a re-vascularization of the proximal left anterior descending coronary artery to treat stable angina. Pre-dilatation was performed with a 3.5x15mm nc trek balloon dilatation catheter and a dissection was noted. The dissection was treated with implantation of the planned stent. Post-procedure there was a non-serious enzyme elevation that was not treated. The patient was discharged home the next day. No additional information was provided.